Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was as high as 1019 mg/dl. Customer's insulin pump was under delivering insulin according to the sister. Customer needed to bolus for 20 units of insulin but only received 10 units from the device. Customer went to the hospital as a result of high blood glucose levels. Customer's sister declined to troubleshoot for high blood glucose.